Manufacturer narrative:
Continued phone numbers (e.1): (B)(6); fax: +972-3-697-3890. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: patient developed wound dehiscence. Article citation: shoham, gon, et al. "Our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl)." Journal of clinical medicine, vol. 13, issue 2, 9 jan. 2024, pp. 366., https://doi.org/10.3390/jcm13020366.

Event description:
Through journal article, "our experience in diagnosing and treating breast implant-associated anaplastic large cell lymphoma (bia-alcl)", a "patient underwent a prophylactic risk-reducing salpingo-oophorectomy and a bilateral skin-sparing mastectomy followed by immediate reconstruction with biocell® implants . . . Shortly afterward, [the patient] developed ... Wound dehiscence. The patient "underwent the debridement and irrigation of the wounds". This record is for right side. The device was explanted and exchanged.